Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had a drop in blood pressure and went under cardiac arrest during the procedure. The patient recovered quickly, the procedure was stopped and they were returned to a ward.